Event description:
The doctor reported that the abutment tightening screw fractured and could not be removed and the implant was removed procedure not completed. Affected dental position: 36.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. D1: brand name. D4: additional device information. D10: concomitant medical product: bnpt4310, lot: 2021060910. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided. The event occurred in romania.